Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. Two opened probes were received, with tip protectors, in a tray. Sample one - the sample was visually inspected and found to be nonconforming with clear foreign material on the needle and port face. The sample was then functionally tested for actuation and cut. The sample was found to be conforming for both functional tests. Sample two - the sample was visually inspected and found to be nonconforming with the port and tip of the needle are covered with dried white foreign material. The sample was then functionally tested for actuation and cut. The sample was found to be conforming for both functional tests. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned samples were found to be functionally conforming, therefore an actuation and cut failures as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the returned probes were functionally conforming. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that actuation and cutting failure of the probe occurred during cataract and vitrectomy combination surgery. The surgery was completed after replacing the product with another one. There was no patient impact.